Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy. The surgeon registered the patient and when entering navigation deemed being approximately 3mm inaccurate. The surgeon did not specify where in the navigation task this occurred or in which direction the inaccuracy appeared. Re-registering the patient did not resolve the issue. The surgeon opted to continue while compensating for the inaccuracy and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. A medtronic representative, following-up at the site, reported trouble-shooting at the site and was unable to replicate the reported inaccuracy when navigating. Recommended a review of surgeon technique/scanning protocol. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the spacing and thickness in this particular case were equal. They were unable to obtain further information. They have updated the software and completed further testing using multiple exams on the navigation system as well as all instrumentation. All navigation equipment was found to be accurate and fully functional. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative reported that the surgeon was re-trained on proper use of the navigation system and software. The most likely cause of the event was operator technique.